Event description:
It was reported that the implantable cardiac monitor (icm) exhibited a post-sensed t-wave oversensing. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.